Event description:
During an internal software testing at beckman coulter inc. (Bci), software development group observed the following: when a pt ID is created manually and contains one or more embedded spaces (ex. 444 555), then that pt ID will become truncated, dropping any characters after the space (ex. Is now 444). Upon saving the entry into the database, the new pt ID's demographics will override the original patients demographics. The system will not create warnings or error messages to alert the operator. Pt samples were not tested in this event and no death or serious injury was reported.

Manufacturer narrative:
The bci software development group indicated that this problem exists only if a pt ID is created manually. When a pt ID is created via the host lab info system (lis) with embedded spaces, the instrument will not truncate this ID number. No service call was scheduled for this event as it was discovered in-house. It was determined that a software anomaly has been contributed to this event.